Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was debris built up inside the device. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
It was reported that the wire was sticking in the device during a procedure. The procedure was successfully completed with this device with no allegation of adverse consequences.